Event description:
It was reported that the pressure tubing removed from lower luer lock. While the system was in use, the rn noticed that the tubing had separated from the three way tap during use. The luer lock was still attached at the lower three way tap; but the pressure tubing separated. Blood was observed on the bed.

Manufacturer narrative:
Device not returned.